Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation and images/radiographs were unable to be obtained.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): serial #: (B)(4), category #: 320-10-05 - equinoxe reverse tray adapter plate tray +5. Serial #: (B)(4), category #: 320-08-42 - glenosphere exp 42mm +4mm offset. Serial #: (B)(4), category #: 320-15-05 - eq rev locking screw. Serial #: (B)(4), category #: 320-20-00 - eq reverse torque defining screw kit.

Event description:
As reported, approximately 10 months post op the initial left tsa, this 64 y/o male patient was revised due to the humeral poly dissociating from humeral tray.